Manufacturer narrative:
Additional information: additional information received indicated that suction loss occurred on two (2) patients. Each patient had suction loss occur on one (1) eye. One of the patients had suction loss twice on same eye. On this patient, the suction loss occurred twice with same patient interface (pi) before switching to a new pi. Therefore, two (2) pis were used on one eye. It was confirmed that the doctor switched out pi for both patients and was able to complete flap and excimer treatments for both patients. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The field service specialist (fss) visited customer site to inspect the femto laser system. Fss checked the laser system as well as the patient chair, which no issues were found and system was found in specification. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that they experienced three (3) suction breaks during surgery with an intralase patient interface (pi) after the laser fired. No further information was provided. This report is two (2) of three.